Manufacturer narrative:
(B)(4). Concomitant medical products: 405883,  comp rvs 3.2mm drl, 025380;  180503,  comp locking screw 4.75x30mm, 402230;  115313,  comp rvsr shldr glnsp +3 36mm, 302660;  405889,  comp rvs 2.7mm dia drl, 025460;  180501,  comp locking screw 4.75x20mm, 905410;  113634,  comp primary stem 14mm mini, 145080;  405800,  comp. Rev shldr 9 in steinmann, 008210; 180510,  comp non-lckng screw 4.75x30mm, 448060;  115340,  comp rvs hmrl ti tray 44mm, 367310;  115330,  comp rvrs shdr glen bsplt +ha, 524640;  180507,  comp non-lckng screw 4.75x15mm, 319810;  xl-115364, arcom xl 44-36 std +3 hmrl brg, 990150;  115383,  comp rvs cntrl scr 6.5x35mm st, 492280.  The complaint cannot be confirmed, since surgical op note or x-rays were not provided. Review of device history records found no deviations or anomalies. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04552.

Event description:
It was reported that the patient underwent a left reverse shoulder arthroplasty revision surgery twenty-two days post primary due to disassociation of the taper/glenosphere secondary to the central screw not being fully seated in the base plate. No additional information is available.

Manufacturer narrative:
This report is being submitted to relay additional information received. The complaint is confirmed based on the surgical operative notes that were provided. Review of device history records found no deviations or anomalies. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.